Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead demonstrated far-field p-wave oversensing. Further evaluation revealed that the rv lead was dislodged, which was confirmed by x-ray imaging. The rv lead was explanted and replaced. The patient was reported to be stable.